Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set.

Event description:
It was reported the needle was not sharp enough to insert into the patient's vein. Additionally, the guide wire could not be placed. When the guide wire was withdrawn, it was noted to be "distorted" and no longer usable.